Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during the surgical procedure the monopolar pen presented a defect. The power continued flowing straight to the tip of the pen as if the button was always pressed. No more information is available. No injury was reported.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that this product was manufactured as non-sterile. Non-sterile product carries only a manufacturing date and not an expiration date. The returned product did not meet specification as received. The reported condition was confirmed. The investigation found the device to be stuck in the coag mode. The tactile feel of the coag switch indicated that the switch dome was inverted. The investigation identified the root cause of the reported event to be a manufacturing defect. Corrective action has been initiated. If information is provided in the future, a supplemental report will be issued.